Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped in water and will no longer turn on. There is no reported adverse effect to the customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.